Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02175. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to any age-related deterioration on the dx circuit board and the continued use of the product over a long period of time since 2014. Olympus will continue to monitor the field performance of this device. The precautions for installation and connection section in the instruction manual states the following: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.

Manufacturer narrative:
The video system unit was returned to the service center for evaluation. The evaluation confirmed that the video system unit was producing no signal. The video system failed inspection due to faulty serial digital interface (sdi) outputs. In addition, there was minor cosmetic wear and tear involving some small bare metal spots on the top cover to rear; does not affect the fit, form, or function of the unit. A review of the service history indicates the video system unit was last repaired on march 5, 2019 to replace the scope socket. The asset video system unit was repaired and returned to inventory.

Event description:
The service center was informed during inspection, the asset video system center produced non image. There was no patient involvement reported.